Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Correction: h4: incorrect device manufacture date: the device manufacture date was incorrect in the previous medwatch report. The device manufacture date has been updated accordingly. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from france that the scalpel on the vapr tripolar 90 suction elect device continued to operate continuously despite the blue and yellow buttons stopping. The digital control was not correct. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Correction: d4, UDI: the expiration date was incorrect in the initial medwatch report. Therefore, the UDI was also incorrect. The UDI number and expiration date has been identified and updated accordingly. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: the device was not received in its original package. The tip is in a used condition. Handle assembly is in good condition. Cable and plug are in good condition. Saline residue visible in suction tube. Electrical checks: the device passed all parameters. Functional checks performed using vapr vue generator: the device passed all parameters. The rubber boot was removed to allow inspection of the pcb and switches. In general, the pcb and switches were clean, with just some staining being noted around sw2. This did not impact the functionality of the switch. The customer stated that 'digital control was not correct, the scalpel works continuously despite the buttons (blue, yellow) stopping. Visual inspection did not record any points of interest and the device successfully passed the electrical and functional tests, the rubber boot was removed to allow inspection of the pcb and switches. In general, the pcb and switches were clean, with just some staining being noted around sw2. This did not impact the functionality of the switch. From our investigation we were unable to confirm the customer reported functional problem that the device works continuously. Testing shows the returned device was immediately recognized and found to pass electrical testing and functional testing with no error codes being displayed. Activation was found to be consistent with all buttons functioning as expected. The returned complaint device was found to perform as expected however visual observation did reveal some staining around sw2 but this staining did not impact the performance of the button. A CAPA investigation has already been initiated to investigate similar reported events of continuous activation/stuck buttons in an effort to determine root cause and identify any potential preventative/corrective actions. This complaint will be added to the scope of this CAPA which is currently in the root cause phase. In addition to the internal investigation a supplier investigation has also been initiated to investigate the switch pcb assembly components. The reported event of continuous activation has been reviewed against the systems risk assessment document for tripolar electrodes, the highest identified risk for the failure modes that are equivalent to the complaint failure mode(s) is incorrect or inappropriate output or functionality, inadvertent/unintentional activation with a hazardous situation of high temperature and a potential outcome of patient burn, line 710 applies. The severity risk category is 'serious'- results in injury or impairment requiring professional medical intervention. For this scenario a pre mitigation risk of grid 15 and a post mitigation risk of grid 14 are stated, which is 'serious' and 'probable' and rated as low as reasonably achievable (alra). A review of our complaint records over the last 12 months to assess the frequency of similar reported events investigated shows this type of event to be of low occurrence with 6 reported complaints (7 devices) including this complaint device (no continuous activation confirmed on any device) in (B)(4) individual tripolar devices shipped during the same period. Therefore, the severity and frequency ()b)(4)) are as anticipated in the risk documentation and remain as alra. Conclusion: the root cause of the customer reported issue could not be determined at this stage and further investigation is being conducted under CAPA which is currently in the root cause phase. The overall complaint was not confirmed as the observed condition of the vapr tripolar 90 suction elect would not contribute to the complained device issue. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. J&j medtech orthopaedics will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H4: the device manufacture date was unavailable in the initial medwatch report. The device manufacture date has been updated accordingly.